Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's father reported via phone call that the insulin pump was not turning on even after replacing battery cap. The customer's blood glucose value was 131 mg/dl. The insulin pump received failed battery alarm. Customer stated the contacts on the battery cap were not missing or damaged. Customer stated battery compartment was neither damaged nor corroded. Customer states the spring was neither damaged nor corroded. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
After battery installation, the device powered up with a blank display. Did not note any signs of previous moisture presence or corrosion on the boards and motor assembly inside the unit. After swapping the boards into another case and then swapping a known good electrical board 2 onto electrical board 1, the unit still powered up with a blank display. The problem seems to be isolated to electrical board 1. Unable to perform the displacement, sleep current measurement, active current measurement, and self tests due to the blank display.